Manufacturer narrative:
Additional patient and device related information is being requested. The complaint investigation is ongoing; a supplemental report will be provided.

Event description:
Siw ref: (B)(4). The patient received a custom proximal tibia mig replacement implant in 2004 when he was (B)(6) years old. Thereafter the patient was reported to have undergone multiple lengthening procedures. The patient's mother is now reporting that the device has malfunctioned causing the patient to lose length in the implanted limb, and to also have leg/lower back pain as a result of the leg length discrepancy between his two lower limbs.

Manufacturer narrative:
Initial report of the mig problem was received directly from a relative of the patient during (B)(6) 2016, during initial contact, the patient was referred to dr (B)(6) for further evaluation, where radiographs would likely have be taken and forwarded to the design office to prepare for the revision. During (B)(6) 2017 when readdressing this case, it was reported that no information had been reported/received from dr (B)(6) office relating to the requested referral. As there has been no referral or feedback relating to this event, it has been decided to close this case, if at any point in the future any information is received that supports the reported event , this case will be reopened and investigated accordingly.

Event description:
The patient received a custom proximal tibia mig replacement implant in 2004 when he was (B)(6). Thereafter the patient was reported to have undergone multiple lengthening procedures. The patient's mother is now reporting that the device has malfunctioned causing the patient to lose length in the implanted limb, and to also have leg/lower back pain as a result of the leg length discrepancy between his two lower limbs. This is a supplemental report to 3004105610-2016-00039 ((B)(4)).